Manufacturer narrative:
Other applicable components are: product ID: 37791, serial#: unknown, product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient never gets a full charge on the ins from the ins recharger (insr) and that they have to charge frequently, every other day. The patient stated after charging for about a half hour, the ins would sometimes drop from 3/4¿charge to 1/2 charge. The patient then has to charge for another half hour for it to get back to ¿3/4 charge. The patient stated it will not go past ¿3/4 charge. The patient stated they have 8 coupling bars when it happens. The patient mentioned that sitting in one position for a long time while charging was painful because they had back problems which they were implanted for. A replacement recharger antenna was sent due to damage. No further complications were reported/expected.